Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿a transverse incision was made. A piece of bard flat mesh was placed and tacked down to the left pubic tubercle with suture.¿ (B)(6) 2021 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair. Per op notes, ¿a small vertical infraumbilical incision was made. A small indirect hernia sac was identified. A synthetic mesh was placed across the midline and secured with a tacking device.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.